Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00452) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00453). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00453).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 18th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping from device. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: asklepios klinik bad griesbach. Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.